Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead had become dislodged. No patient symptoms were reported. A revision procedure was attempted but the lead's helix would not deploy. The lead was explanted and replaced.